Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a user facility rep. "This blender does not alarm."

Manufacturer narrative:
The user facility did not submit a user facility report to the MFR. Event codes were derived based on info documented by a carefusion tech support specialist in response to a phone conversation with a user facility rep. (B)(4). Carefusion issued a factory service call to the user facility for the return of the alleged faulty device for eval and repair. As of the date of this report the alleged faulty device has not been rec'd.